Event description:
Customer reportedly received results of hi (greater then 33.3 mmol/l) on mobile system 1 and approximately 10 mmol/l and 11 mmol/l on mobile system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number 277047, expiration date 09/30/2011). (B)(4).